Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius fst (field service technician) was called onsite by a user facility to repair a 2008t machine that had a blue hansen hose leak during heat disinfect. The fst trimmed back the hoses going in and out of the sample port and ran the machine through a heat disinfect and the leaks stopped. When the machine was plugged back in a melted power plug was observed and was replaced. The machine was tested and placed back in service. Upon follow-up, the biomedical technician (bmt) confirmed all issues have been resolved and the machine has been returned to service. Machine functional tests were completed and passed onsite after repair. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A fresenius fst (field service technician) was called onsite by a user facility to repair a 2008t machine that had a blue hansen hose leak during heat disinfect. The fst trimmed back the hoses going in and out of the sample port and ran the machine through a heat disinfect and the leaks stopped. When the machine was plugged back in a melted power plug was observed and was replaced. The machine was tested and placed back in service. Upon follow-up, the biomedical technician (bmt) confirmed all issues have been resolved and the machine has been returned to service. Machine functional tests were completed and passed onsite after repair. There was no patient involvement or adverse event reported.